Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.

Event description:
Customer reported smoke was visualized above the left iui during a pt infusion. There were three people evacuated from the room with no harm to any of them. No pt harm or medical intervention. Although requested, no further pt/event information provided.